Manufacturer narrative:
Initial reporter name and address: (B)(6). The subject device has not yet been received for evaluation . The device lot number was not provided as the user facility according to the report, discarded the device package. A DHR (device history record) review could not be performed due to no lot number provided. Since the device has not been made available for inspection, the initial complaint could not be confirmed, however, the observed failure is a known phenomenon likely a result form putting the device through excessive range of motion and stress, resulting in the sheath being distorted causing the needle to protrude the sheath. IFU (instruction for use) : on page 11 of the device IFU (pn0009932_aj), it states: "do not angulate/flex the bending section of the endoscope while the needle is protruding from the instrument channel of the endoscope. This could cause patient injury such as perforation, excessive bleeding, mucosal damage, and/or endoscope and device damage." Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available.

Event description:
It was reported that during diagnostic radial ebus (endobronchial ultrasound bronchoscopy) procedure, an issue was observed on the distal part of the device sheath. The needle was protruding the sheath when pushed out. The issue was found on two needles. The intended procedure was completed with a third needle. There was no patient harm or injury reported due to the event. No user injury reported. This report is related to a report with patient identifier (B)(6). This report is in reference to 1 of 2 needles.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide the device return evaluation results and investigation. The customer returned a na-403d-2021 single use aspiration needle with no lot number (lot unknown) for evaluation due to "needle was protruding the sheath when pushed out". The customer reported issue was not replicated. The device was not returned in the original package, nor was the coil card returned. Additionally, the needle stopper was not returned. The needle slider was fully retracted with the needle tip completely retracted into the sheath at the distal end, as received. The complaint device was laid across the workbench to measure the extension of the needle with the stopper removed; the needle protruded approximately 15mm from the distal end, which is less than 20mm, that is stated in the complaint investigation guide (dn0028069). There is no needle exposure from the end of the sheath when the needle is fully retracted, which is normal. The olympus name is printed on one side of the device handle and the product number is on the reverse side, both are legible. The stylet section and handle section are normal. The insertion section has a kink on the sheath/needle near the middle and distal end sections, specifically before the hypo tube near the distal end. The needle at the tip is both sharp and undamaged. Prior to performing the visual inspection, the complaint device was completely submerged into a tub filled with medichoice for 3 minutes, then placed into a tube filled with cidex opa for 12 minutes, and finally rinsed under a third tub filled with water, as part of decontamination process. A functional inspection performed on the received condition and noted the following. Starting at the proximal end, the stylet wire was pulled using the knob, and heavy restriction was felt when attempting to remove, also during insertion back into the device. The luer fitting is intact, and there is no part of the handle/stylet section that is broken. The stylet knob sits flush into the luer fitting. The needle slider, slides in and out without any restriction, and the needle responds immediately with correct orientation. For further testing, used a syringe with a luer lock connection, and attached it to the proximal end of the complaint device (after stylet wire removal). The syringe was filled with water and as it was depressed, a consistent stream of water dispersed out the distal end. This test was performed with the needle both fully extended, and fully retracted, with the same results. Based on the evaluation, the user's complaint could not be replicated. There are no areas along the insertion portion that has holes, which could have allowed the needle to protrude out of. The insertion portion is kinked in multiple areas, which may be the reason that the needle is not fully extending to the desired amount noted in the complaint investigation guide. Even though the initial complaint could not be confirmed and could not replicated, the possible observed failure is a known phenomenon likely resulting from forcing the device through resistance and extension of the needle in such a way in which the sheath location has not been fully confirmed. On page 11 of the device IFU (pn0009932_aj), it states: "do not extend the needle from the distal end of the endoscope without first confirming the position of the sheath in the endoscopic field of view. This could cause patient injury such as perforation, excessive bleeding, and mucosal damage." Olympus will continue to monitor the field performance of this device.